Event description:
The company was informed that the pt experienced a (B)(6) and was admitted to a hospital. The pt's device was explanted and the pt was reimplanted in the contralateral ear. Advanced bionics is in the process of gathering more info. Once more info becomes available a supplemental report will be submitted.